Event description:
Patient was brought to the (B)(6) for an emergency thrombectomy. An aspiration catheter was being used for thrombectomy, and the aspiration catheter broke off and remained in the m3 segment. Attempts were made to recover the catheter but were unsuccessful.